Manufacturer narrative:
The pod was received with no evidence of blood. Inspection of the cannula subassembly found the tip of the formed needle to be dull. Though no blood was observed on the device, it can be confirmed that this dull formed needle tip contributed to the reported infusion site issue. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the was a bruise next to where the cannula inserted. As treatment, the patient successfully activated a new pod.